Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving baclofen (1200 mcg/ml at 364 mcg/day) and dilaudid (hydromorphone) (4 mg/ml at 1.2127 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came to the hospital emergency room with withdrawal type symptoms a few weeks after having a pump exchanged. There were no factors noted that may have led or contributed to the issue. Of note, a dye study was done during the patient's initial pump replacement at the end of april and everything appeared to be fine. The catheter was replaced. The issue was resolved at the time of report. The patient's medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; lot#: n183168003; implanted: (B)(6) 2009; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.